Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an esophagectomy, the tissue was not sealed. Even though an end tone, indicating a completed seal cycle, was heard. Another device from different manufacturer was used to continue the procedure and the procedure was completed without further issues. No tissue damage. No bleeding. No patient injury reported.